Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device ran intermittently in safe mode. Further investigation revealed corrosion of the motor, the bearings and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repairs for running intermittently in safe mode. There was no pt involvement; no adverse consequences were associated with the event.